Event description:
It was reported by the customer that the drill was leaking an oily substance. The customer also reported that this condition occurred during the sterilization process and not during a procedure. There were no reports of any adverse pt event associated with this malfunction.

Manufacturer narrative:
On march 25, 2009 the drill involved in the reported event was evaluated. During the evaluation the technician was unable to duplicate the reported event; the drill performed within specifications. The drill was cleaned, lubricated, adjusted and returned to the customer.